Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, a patient had an osteosynthesis by using 2 asnis micro screws due to a fatigue fracture of the navicular on (B)(6) 2012. He had a removing surgery due to uncomfortable feeling on the affected area on (B)(6) 2013. During the surgery, when a surgeon was removing 2nd screw, the shaft broke. Therefore, he could not remove the thread pat from the navicular .

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed. The investigation results show that the cannulated screw, 3.0xxx/ymm, sterile broke as a result of too high torsional forces in forced rupture mode during the explantation. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. Therefore no corrective actions are necessary at that time.

Event description:
It was reported that, a patient had an osteosynthesis by using 2 asnis micro screws due to a fatigue fracture of the navicular on (B)(6) 2012. He had a removing surgery due to uncomfortable feeling on the affected area on (B)(6) 2013. During the surgery, when a surgeon was removing 2nd screw, the shaft broke. Therefore, he could not remove the thread pat from the navicular.